Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection found customer applied labels, the surface had nicks and scratches but, no physical damage. Note that the unit was returned without uses in the fuse holder. Fuses were installed and the light source powered "on". The fans operated and the lamp flickered then the unit shut off. Both fuses were blown. Replaced the lamp and power supply to resolve the reported complaint. The complaint report has been confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A field engineer ii reported on behalf of the customer that a 009300xspt assembly, 9300xsp l/s w/awos t will not power on. No patient contact, injury, or surgery delay was reported. The date of the incident was unspecified.